Manufacturer narrative:
One set returned with the female luer split. There are fracture and stress lines present around the luer. The cracking is most likely due to the mating component being overtightened stressing the luer along with the infusion of lipids. The device history record was reviewed and found to be acceptable. Medex was able to confirm this issue and determine the possible cause. No additional action necessary at this time. Medex considers this MDR closed with this report.

Event description:
The reporter stated that the product leaked at the connection of the syringe to the tubing set letting lipids leak out instead of going into the baby. "Syringe may have been screwed in too tightly to the luer lock of the syringe". No patient treatment or injury associated with this event.